Event description:
My husband had injured his lower back and applied an icy hot patch to the area that hurt. He wore it for about 10 hours and then noticed that the skin was very red in the area where the patch had been. There were raw spots in a few areas where the patch had been. The raw areas eventually formed scabs and took about 4 days to heal. The area looked like it had been burned. Dates of use: 2008, 10 hrs. Diagnosis or reason for use: burned skin. Event abated after use stopped or dose reduced? Yes.